Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not communicate. Upon service investigation, the battery was found to have a low output voltage of 2.08v. The cause for the inability to communicate is the low output voltage. The root cause for the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.